Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/20/2018. On 8/28/2018, mentor received information that identified the initially reported unknown device: brand name: mentor smooth round high profile, procode: fwm, common device name: prosthesis, breast, inflatable, internal, saline, catalog: 3503380, lot: 5902019, unique identifier (UDI): (B)(4), PMA/ 510(k): p990075. The device history record (DHR) was reviewed on 9/4/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the device was received at mentor without fluid. White and yellow material were observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed creases on the posterior view. A rent was discovered within one of the creases on the posterior view measuring approximately 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and yellow material observed. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The device history record (DHR) of lot number 5902019 was reviewed on 9/4/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/10/2018, mentor received additional information: (B)(4). The patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on 7/19/2018; catalog # 3503501bc, s/ns (B)(4). Capsular contracture of unspecified baker grade was identified during replacement procedure. As a result, right side capsulotomy and partial capsulectomies were performed. The patient tolerated the procedure without complication and was discharged in stable condition. Updated device evaluation summary addressing the additional information: the device was received at mentor without fluid. White and yellow material were observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed creases on the posterior view. A rent was discovered within one of the creases on the posterior view measuring approximately 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and yellow material observed. The device history record (DHR) of lot number 5902019 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. With the information provided, the product evaluation team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced visible deflation on the right breast prosthesis post procedure. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor gel prosthesis on (B)(6)2018. The patient's last known condition was fully recovered.